Event description:
It was reported patient's battery was low for a few months and was nearing depletion. When vns was interrogated, an error code was seen - the staff cannot recall which code was seen - and device was able to be turned back on. It was suspected the device turned itself off on (B)(6) 2026. With the device being off, the patient began to experience increase in seizures. It was noted that the device was showing "detections", when turned back on. Tablet data was provided for review. No other relevant information has been received to date.